Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that therapy /ins is turning off unexpectedly. Patient is having stimulation shutting off by itself 6-8 times over the past year. Patient uses stimulation 24/7 and noticed loss of stim and then she checked her ins with her patient programmer and saw that stim was off. Patient said she was able to turn her stimulation back on right away using the patient programmer. When asked more about this event, the patient did not know if her stim had actually shut off or whether patient had checked whether the numbers on the patient programmer were appropriate. Rep indicated that the impedances were normal and recharge stats are showing patient is maintaining charge fine. Dairy days doesn't not show any events of stim shutting off due to low ins battery though patient says the last event of stimulation turning off was (B)(6) 2018 which would not show on the current diary days. Patient turned stimulation down one click and then stimulation was not felt. Patient has not seen any por message on her patient programmer. Patient did report one event of seeing a temperature message on her implantable neurostimulator recharger while charging. It was suggested that patient keep a journal of on/ off incidents. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Added device code (B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep. It was reported that the issue was resolved at the time of the report. The patient reported that it hadn't happened since some time in march. The cause of the issue was unknown as all investigation/troubleshooting done by the rep didn't show any issues.